Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) code. Therapy was not working and they could not get past the screen on the clinician programmer (cp) that wa sasking for the serial number. There was a possible electromagnetic interference (emi) from a lead revision that occurred on (B)(6) 2016. The hcp was able to successfully clear the por. After clearing the por, none of the patient¿s 4 programs had the default settings. While on the call they went through each of the 4 programs and increased amplitude to see where the patient felt it and if it was comfortable. At the end of the call the patient had the settings following settings and was left on program 4 and stimulation was comfortable: program 1: c+ 0-, 0.6v, 60 pw, 14 rate, feet stim in rectum program 2: c+ 1-, 0.3v, 90 pw, 14 rate, felt stim in rectum, butt cheek program 3: c+ 2-, 0.5v, 90 pw, 14 rate, felt stim left leg and toes program 4: c+ 3-, 0.5v, 120 pw, 14 rate, felt stim in vaginal area the patient was left with comfortable stimulation in the vaginal area.

Event description:
Additional information was received from a patient. It was reported the patient had experienced a loss or change of therapy; back in (B)(6) the patient had a revision done and they had to go back a month and a half/two months later because the implant had not been turned on. Ever since they had turned it back on they were getting up 4-5 times a night and were going all through the day. The patient had tried all four programs and they couldn't increase any of them any higher because it would be too strong. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.